Event description:
The customer reported that the tip of the extension cracks off inside the gtube opening. Because the small plastic piece breaks off inside the gtube, this leaves the gtube open causing stomach contents leak. The plastic piece stuck in the gtube leaves the valve open spewing stomach contents all over her stomach causing acid burns which took over a week to heal. Per additional information received on (B)(6) 2022, the customer went to the ER to have the piece removed from inside the gtube itself. There was no medication needed at the ER but the customer used steroid cream from an old doctors prescription for the burns on their stomach.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Two photo samples were received for evaluation. Based solely on the photo sample, the reported condition could not be confirmed. Subsequently, three representative samples without original packaging were received at the manufacturing site. The samples were visually inspected, and one was detached from adapter to the tube. The other two samples were not detached. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A possible root cause of this condition would be a lack of solvent during the assembly process. This incident is considered an isolated event. As a corrective action, production personnel received an alert notification to heighten awareness of the reported condition.